Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was giving fatal errors. A technical support specialist performed to back up the database, deployed the disabled purge history package, verified that the purge queue history was empty while the purge queue was now increasing or decreasing, shrunk the station database, verified the stations were below 8gb, verified that the station was not on disconnected mode or critical override, checked on datasync debug log, verified both stations were communicating with server, both station were inserting the data successfully from the server and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was giving fatal errors. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.